Event description:
Event description guidant received information that during a routine implantable cardioverter defibrillator (ICD) replacement procedure lead integrity testing revealed out-of-range lead impedances. An evaluation of the model 0020 lead and 0041 confirmed these elevated readings. Prior to this replacement procedure, no clinical issues had been observed.